Event description:
It was reported that during the flow probe recognition process, the centrimag console displayed abnormal readings. The flow probe was exchanged, but the readings remained abnormal. Testing the original flow probe with a demo console revealed that the flow probe was functioning as intended, and that the console was the issue. Additional information indicated there was no patient involved, as the event occurred during a demo presentation for training.

Manufacturer narrative:
Section a1-a4: there was no patient involved. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.